Manufacturer narrative:
The field service engineer (fse) replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards.

Manufacturer narrative:
The removed touchscreen assembly was returned to the failure investigation lab (fi). A visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The fi technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue. The reported complaint touchscreen failed is not duplicated. There is no fault found on this returned touch screen assembly.

Event description:
The customer called into technical support (ts) reporting that the device¿s touchscreen has issues. Customer stated that the device was being set up for use when the issue occurred. There was no medical intervention nor delay in therapy. A me felt something was wrong with the touch panel while he was checking the device. When the me pressed an item on the lower left of the screen, the selected area was a little higher. Calibration was performed for the touchscreen, but the phenomenon was duplicated. The sales rep visited the hospital, and it was possible for a user to operate the touch panel as usual. The me did not report any failures in the change of settings. The me reported the touch screen responded in an incorrect area.